Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A groove on the mill guide fractured during a total knee arthroplasty, no pieces fell in the patient and this did not result in a delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation was not able to confirm the complaint as the side slots are intact except for some minor wear and tear. Root cause could not be determined as the complaint could not be confirmed, and based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. This device is used for treatment no corrective actions, preventive actions, or field actions resulted after investigation of this event.